Event description:
ICD leads - two-ICD system being implanted; lead with unacceptably high impedance despite changing measuring configuration; analyzer cables, and analyzer machines. New lead opened - same high impedances. 3rd lead opened - measurements appropriate; case proceeded without incident.